Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and display window. The device was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer had a crack on the lower left corner on their insulin pump's screen. The customer's blood glucose was 124 mg/dl. Customer could not recall how the damage had occurred. It was also found the customer was not in a car accident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.